Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous lad #7. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm but ruptured upon second inflation at 6 atm when inflated for 10 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.